Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. On (B) (6) 2010, the sr. Medical surveillance specialist spoke with the pt to obtain and clarify info. The pt provided very confusing info and it was difficult to determine the timeline of events. On (B) (6) 2010, at 12:45 pm the pt was experiencing the symptoms of shaking, dizziness, thirst and frequent urination, which were her symptoms of hyperglycemia. While symptomatic, the pt obtained the blood glucose reading of 'lo mg/dl' (less than 20 mg/dl) on the reported meter. The pt took herself to her physician's office, where her blood glucose level was tested to be 500 mg/dl. The pt was treated intravenously with fluids. The pt was unable to provide her meter readings obtained prior to the onset of symptoms. The pt's expected blood glucose readings range from 90 mg/dl to 150 mg/dl. The pt takes humalog insulin on a sliding scale based on meter readings, and 60 units lantus insulin daily. On an unspecified date, the pt obtained the blood glucose readings of 85 mg/dl and 72 mg/dl on the reported meter within 20 mins of each other. Troubleshooting revealed the pt's testing technique was correct and the test strips were in good condition and within opened expiration dating. Quality control testing was performed with failing results. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after taking insulin doses based on meter readings, and received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.